Event description:
It was reported that the lead was explanted due to high impedance (greater than 10,000 ohms), loss of capture, unacceptable thresholds, and an apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: pjn245312v distal conductor fractured; full lead returned.